Event description:
It was reported that during an unk procedure, the tissue pad of the instrument melted. Another device was used to complete the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.